Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris pump module smartsite infusion set experienced luer-lok collar breakage. The following information was provided by the initial reporter: good afternoon, we experienced a product defect with the bd alaris pump infusion set ref# (B)(4). The luer lock connector came apart during during use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-mar-2023. H6: investigation summary a complaint of the male luer coming apart during use was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The male luer had separated from the rest of the set. Some traces of solvent could be seen on the tubing. Possible lots were determined using the smartsite ids. The device history review was completed for these lots. A device history record review for model 2426-0500 lot number 22113017 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22113018 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22113019 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The potential root causes were determined as incorrectly performing the bonding and assembly method, solvent dispenser not working properly, and lack of inspection on the line. To prevent this defect, corrective actions were completed including upgrading the sensor for the pumping chamber to better detect it during assembly and sending a notification to all involved personnel to raise awareness of this defect and to remind of the importance of reporting equipment in bad conditions. H3 other text : see h10

Event description:
It was reported that 2 bd alaris pump module smartsite infusion set experienced luer-lok collar breakage. The following information was provided by the initial reporter: good afternoon, we experienced a product defect with the bd alaris pump infusion set ref# (B)(4). The luer lock connector came apart during during use.